Manufacturer narrative:
UDI not required for product code; implanted date: device was not implanted; explanted date: device was not explanted; PMA/510(k): k926214. The actual sample was received for evaluation. Visual inspection revealed that the urethane coat had been broken and missing with resultant exposure of the core wire. Compared with a current product sample of the same product type, it was found that the urethane coat was broken, and missing about 4 mm in length from the distal tip. The broken part of the urethane coat was inspected with ccd while the actual sample was rotated by 90 degrees at a time and revealed that there were compressed part and flared part in the sheared edge, the core wire had been curved. Electron microscopic inspection of the broken part of the urethane coat from the side found creases on the surface and a part of the edge seemed to have been ripped. Electron microscopic inspection of the broken part of the urethane coat from the front found some creases and streaky pattern on the surface. The edge seemed to have been compressed from both sides. Electron microscopic inspection of the core wire confirmed that the distal-end shape indicated it had been cut through a sizing cut equipment. From this, it was conceivable that there was no missing section in the core wire. The outer diameter was measured on the undamaged section and confirmed to meet the factory's control criteria. Reproductive testing was performed by inserting a guidewire sample in an angiographic catheter with stopcock, and then manipulating the stopcock. Visual inspection of the test sample found that the urethane coat had been sheared and missing with resultant exposure of the core wire. The sheared part of the urethane coat was inspected with ccd while the test sample was rotated by 90 degrees at a time and revealed that there were compressed part and flared part in the sheared edge, the core wire had been curved. Electron microscopic inspection of the sheared part of the urethane coat found some creases and streaky pattern on the surface. The distal end seemed to have been compressed from both sides. A part of the edge seemed to have been ripped. The state of the test sample was similar to that observed on the actual sample. The shape of the ripped section was likely to depend on the shape or the manipulation of the stopcock. The ripped section in the test sample was formed larger than that in the actual sample. A review of the device history record, and shipping inspection record of the involved product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to a shearing load, which resulted in the breakage and separation of urethane coat. Based on the reproductive test result, it was presumed that a stopcock of an angiographic catheter was manipulated while the distal end of the actual sample remained in the catheter. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure. During an angiogram, a guidewire was inserted through a normal vascular sheath. Afterward, when removing the guidewire, they found peeling of urethane coat at the distal tip. They thought there was a possibility of residual in the patient, they completed the procedure without checking the presence of it. No metal needles were used together. The procedure was completed successfully. The patient was not harmed.